Event description:
It was reported by the system longevity study that the patient could feel their heart beating and the patient's family could see the their chest move with each heartbeat. The threshold was reprogrammed and the left ventricular (lv) lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.